Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6); 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6); 300-20-02 - equinox square torque define screw drive kit (B)(6); 310-01-44 - equinoxe, humeral head short, 44mm (alpha) (B)(6); 314-13-33 - equinoxe cage glenoid m, post aug, right (B)(6); 315-35-00 - glnd kwire (B)(6); 531-20-00 - shldr gps rvrs drill kit (B)(6); 531-78-20 - shouldr gps hex pins kit (B)(6); a10012 - gps implant kit v2 (B)(6); 320-02-42 - rs expanded glenosphere 42mm, +4mm offset (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6); 320-15-05 - eq rev locking screw (B)(6); 320-15-06 - rs glenoid plate ext cag +10mm cage peg (B)(6); 320-20-00 - eq reverse torque defining screw kit 6804744 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6); 320-42-13 - equinoxe reverse 42mm humeral const liner +2.5 (B)(6); 321-52-07 - 3.2mm drill bit sterile (B)(6). The revision reported was likely the result of scapular notching leading to prosthesis wear of the humeral liner. A contributing factor to the reported pain may have been the result of the patient developing an infection. The extent and root cause of the prosthesis wear and the infection could not be determined as the devices were not returned for evaluation, and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, initial right shoulder implanted underwent a revision procedure approximately 1 year 11 months post the initial procedure. The patient complained of pain. Infection and poly wear were reported. They were revised to a competitor¿s devices. There was no device breakage or surgical delays. The patient was last known to be in stable condition following the event. No x-rays were available. No device images were provided. The explanted devices are not available for return due to chain of command. Hospital will not release them. No further information.